Manufacturer narrative:
The package was returned for evaluation and during evaluation it was confirmed that the there were openings on the packaging, however products were unused. The opening on the packaging was observed on the pre-sealed areas of the pouches, which are made by the supplier. The pouch is manufactured by a third party and received by halyard. The root cause is attributed to receiving and finished device acceptance. Since the issue was found in a supplier seal, it was verified that the receiving inspection report and seal strength is not required as a critical inspection for this pouch. Corrective actions were implemented at incoming inspection to perform seal strength to the pouch as well as corrective actions to update drawings to include seal strength as a critical point for inspection. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record was conducted for lot 0202409740. According to the results, the production lot met all manufacturing and quality specifications. Investigation including root cause analysis is in progress. A follow-up medwatch will be filed upon its completion. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different devices. This is the second of two reports. Refer to 2026095-2016-00146 for the first device. It was initially reported that a device was received with an open seal on the left edge of the packaging. Additional information received on 19aug2016 stated that the incident was discovered on (B)(6) 2016, and was found upon opening. Further information received on 19aug2016 stated that another unit was found in addition to the first device.